Event description:
It was reported the patient experienced a gradual onset of left leg pain that started about a year after implant. The pain was attributed to the device and it was stated the patient had not tried to adjust the device. Regarding relief of symptoms, the patient tried four different programs and tried having the device off. The patient only felt relief when the device was off and ¿no longer felt significant relief¿ on any setting. There was not a 50% or greater symptom reduction. It was indicated the patient never tried anticholinergics. The system was explanted at the end of (B)(6) 2014 and the patient was getting good relief post-explant while on oral anticholinergics. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va01uz4, implanted: (B)(6) 2012, product type lead. (B)(4).